Event description:
It was reported that a defective probe (iceforcetm 2.1 cx 90 cryoablation needle) was used during a renal cryoablation procedure. The probe was successfully connected to galil's visual-ice cryoablation system and passed the integrity test. Five other probes were connected to the system during this procedure. Two freezing cycles of 8 and 6 minutes, respectively, were successfully performed with good ice formation. The two cycles were interspersed by a passive thaw cycle. Subsequently, a 10 minute-cycle of active, resistive thaw (I-thaw) was performed. At the end of that cycle, CT imaging revealed substantial amount of retroperitoneal and venous gas. Additionally, a moderate skin burn was observed at the insertion point of one needle. After the probes were extracted from the patient, a leak along the shaft of the same needle that caused the skin burn appeared when the probe was inserted in its testing environment and either freeze, thaw or I-thaw was activated. The leakage seems to originate at the distal end of the shaft, right at the junction with the trocar. The patient ultimately recovered and no permanent damage occurred. Additional information was received from the customer that upon identifying the dissecting retroperitoneal and venous gas, the patient was immediately placed with the head down and a head CT was obtained which was negative for intracranial air. They elected to abort the planned treatment of the right kidney and the patient was carefully woken up with expert anesthesia care and no neurologic deficit was noted. The skin burn was treated with silvadene.

Manufacturer narrative:
Ref. E4: voluntary mw5094553 was filed by the user facility for this event. The device was returned for analysis. The needle lot DHR was reviewed, and no related deviation or concerns were found. A risk review determined that risks related to the thermal burn / electrical malfunction are included in the risk management documents. There is no indication in the reported complaint that the device or system was used in a manner inconsistent with the labeled indications. As per the investigation report, there was one similar complaint for this failure mode. The investigation of the needle identified that active electrolysis created a hole in the needle shaft, causing a gas leak. This electrolysis issue in combination with a needle to system grounding problem led to the patient's skin burn that was also reported. Refer to bsc field action 92552660-fa for corrective actions taken.

Event description:
It was reported that a defective probe (iceforcetm 2.1 cx 90 cryoablation needle) was used during a renal cryoablation procedure. The probe was successfully connected to galil's visual-ice cryoablation system and passed the integrity test. Five other probes were connected to the system during this procedure. Two freezing cycles of 8 and 6 minutes, respectively, were successfully performed with good ice formation. The two cycles were interspersed by a passive thaw cycle. Subsequently, a 10 minute-cycle of active, resistive thaw (I-thaw) was performed. At the end of that cycle, CT imaging revealed substantial amount of retroperitoneal and venous gas. Additionally, a moderate skin burn was observed at the insertion point of one needle. After the probes were extracted from the patient, a leak along the shaft of the same needle that caused the skin burn appeared when the probe was inserted in its testing environment and either freeze, thaw or I-thaw was activated. The leakage seems to originate at the distal end of the shaft, right at the junction with the trocar. The patient ultimately recovered and no permanent damage occurred. Additional information was received from the customer that upon identifying the dissecting retroperitoneal and venous gas, the patient was immediately placed with the head down and a head CT was obtained which was negative for intracranial air. They elected to abort the planned treatment of the right kidney and the patient was carefully woken up with expert anesthesia care and no neurologic deficit was noted. The skin burn was treated with silvadene.